Manufacturer narrative:
The fse found loose rinse block assembly. The fse tightened two screws that support the bracket of the rinse block assembly and realigned the rinse block to resolve the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained bloody fluid leak of approximately ten (10) to fifteen (15) ml from the coulter lh 500 hematology analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak was observed. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.